Manufacturer narrative:
Contact phone does not contain enough spaces, the entire phone (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated a false elevated alinity c creatinine result was generated on a patient sample that repeated lower. The patient serum sample tested alinity c creatinine of 14.5 mg/dl which was questioned as too high by a physician. The sample repeated slightly lower than 1 mg/dl. No specific patient information was reported. No impact to patient management was reported.

Manufacturer narrative:
A ticket search by product lot number was not performed as the lot number was unknown. The trend review by complaint list number found no adverse trends. No return sample available for testing. No testing performed on a file sample of the creatinine reagent. Review of the corrective and preventive actions system found no issue related to the current complaint. Labeling was reviewed and was found to adequately address the issue under review. The trend reviews did not identify an increase in complaint activity for the current issue. The sample when repeated generated result in the normal range, slightly lower than 1 mg/dl. The original result issue is determined to be sample related. No product deficiency was identified.